Manufacturer narrative:
Two different gandras models, 5581 and 5582, are included in this report. Manufacturer's investigation is pending final root cause determination. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
Account reported that 1 box of gandras model #5581 (4cm tip) and 1 box of gandras model #5582 (6cm tip) were each mislabeled as gandras model #5580 (2cm tip). No patient impact was reported.